Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the device's lcd display cable was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered up without display. Complainant indicated that there was no patient involvement in the reported malfunction.